Event description:
It was reported that a malfunction alarm occurred with the pump. There was no adverse impact to the customer's blood glucose level. The technical support team provided information to reset the pump and assisted the caller with the reset process. The customer continued to use the pump for insulin therapy.